Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tap for a 4.5mm screw broke intraoperatively. The broken piece of the tap is embedded in the patient¿s bone, visible only by x-ray. Patient is reported as being in ¿ok condition.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device received by manufacturer for review/investigation on january 12, 2015. (B)(6). The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: november 6, 2012 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the investigation of the complained tap has shown that the front part of the tip is indeed broken off. As mentioned in the event description, the broken piece (about a 15 mm long fragment) is still in the bone of the patient. The tap is slightly bent, which gives us an indication that high mechanical force may have been the cause of the breakage of the front part. It is likely that the hole was not predrilled deep enough; the tap got stuck and finally broke off as a result of that. The surface of the broken tap is homogeneous, which indicates conformity to the specification. The manufacturing documents were reviewed and no discrepancies to the specifications were found. We are not aware of any complaints or non-conformance reports with this product, which was caused due to a material or manufacturing fault. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.